Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by lirc. It is unknown if patient complied with post-operative physical restrictions. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2018. As per reporter, the rod pulled out.